Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 2 unopened boxes of 36 units and 20 unopened racepacks. (92 unopened units). There are no previous complaints of this code/batch. There are 24 units in OEM stock. The needle attachment of the samples received was tested and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive action: OEM has opened a corrective action in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). Needle detachment.